Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four endo stitch* 10mm suturing devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Broken needles were received in the jaws. Each jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Both blades were bent on each device. Instruments one, two and three had broken needles in the jaws. Functional testing was precluded due to the observed damage. Testing of the returned product confirmed the product did not meet quality specifications due to the bent blades and broken needles. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device will not reload needle after the first load and jams. To correct this condition, another device was opened and another of the same kind of suture was used. There was no patient injury. No further information was made available.